Event description:
It was reported that an x-ray confirmed the patient's spacer had shifted posteriorly. It was also reported that a CT scan confirmed a spinous process fracture at the tip of l4. The spacer was explanted and will not be returned as it was kept by the medical facility.

Event description:
It was reported that an x-ray confirmed the patient's spacer had shifted posteriorly. It was also reported that a CT scan confirmed a spinous process fracture at the tip of l4. The spacer was explanted and will not be returned as it was kept by the medical facility.